Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: please provide lot number. Please provide procedure name. Note: events reported via mw # 2210968-2020-09620, 2210968-2020-09621, 2210968-2020-09622. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent and unknown surgery on (B)(6) 2020 and suture was used. During the procedure, the needle was detached from the suture easily during interrupted suturing. It was a control release needle. There were no adverse consequences to the patient.